Event description:
It was reported that the patient presented in the operating room for an initial implant, after a cardiac arrest and in critical condition. During the procedure, it was noted that the right ventricular lead required multiple attempts to position because of high thresholds. The lead was not used and replaced successfully. Post procedure, the patient became unstable and it was noted that the patient had cardiac tamponade. The patient was taken to the operating room and the blood was drained. The patient was stabilized and was recovering and stable cardiac-wise from the procedure. The physician believes that the patient's condition at time of implant may had contributed to the events and contributed the perforation causing blood in pericardium.

Manufacturer narrative:
A complete lead was returned in two pieces. The damage found was sustained during the surgical procedure. The lead was otherwise normal.